Event description:
Pt reported feeling some minor coldness. Pt is known to have a platelet and had been transferred on 3/23/94 for a hct of 19. Pree-treatment temp. 97.0, pulse 84, bp 172/100. One hour 15 min into dialysis, pt reported "chills inside" which she felt were unbearable. Temp. Was 97.2, bp 160/100. Twenty minutesbefore symptoms were reported. The dialysis treatment was terminated, pt's blood was reinfused and a new dialyzer and lines were prepared. Blood cultures and pyrogen testing were done. Dialysis was resumed and pt reported that chills and shaking had subsided. The pt's temp. Increased to 99.8 at two hours and 15 minutes into treatment. The pt received kefzol divided by gor IV post dialysis temp. 99.6, bp 146/70, weeight 66.0 kg.